Event description:
It was reported that the lead integrity alert (lia) triggered, and the patient received an inappropriate shock due to oversensing. Additionally, the right ventricular (rv) lead exhibited a spike in impedances. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead exhibited an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.